Manufacturer narrative:
Date of event¿ is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18628. It was reported that the patient experienced ineffective therapy and discomfort at ipg site. As a result, surgery occurred to explant the system.